Event description:
After the inflation of two stents, while attempting to remove the wire, the wire became caught in one of the stents. The physician forced the wire and the tip snapped off staying jailed inside of the stent. Additional trauma was caused to the implanted stents while trying to remove the wire. The guide catheter deep throated the vessel and was forced against the deployed stent in the right coronary. Repeat angiography was done four days later and the tip was still jailed behind the stent. The guidwire was inspected for anomalies prior to use in the pt. The physician felt resistance when trying to remove the wire and torquing was performed against resistance. Unsuccessful attempts to retrive the seperated piece were made. The wire was never taken out of the pt's body.